Manufacturer narrative:
Complainant indicated that the device will not be returning to zoll for evaluation.

Event description:
Complainant alleged that after open heart surgery on a patient (age and gender unknown), the patient was wrapped in kendall arctic sun warming/cooling pad system after open heart surgery. The patient then went into ventricular fibrillation heart rhythm. The arctic sun pads were peeled back and multiple shocks were delivered to the patient utilizing external paddles with the patient's heart rhythm not converting the clinicians then re-opened the patient's chest and performed open heart massage and delivered one shock internally and the patient converted to a non-shockable rhythm. The clinicians were unsure if energy was delivered using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the device and paddles were tested w/out duplicating the fault.